Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive up button. The customer's blood glucose was 303 mg/dl. The customer's mother stated that she was unable to scroll up and that the keypad was not making the clicking sound. The customer did not observe any significant events leading up to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly and no damage in the keypad assembly or unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.